Event description:
During a procedure, with a pt on the table, it was reported that the leg/foot section of the table dropped down from a horizontal position to more than 90 degrees past horizontal. The table was releveled by use of the hand control. No injuries reported.